Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. A hernia and inadequate weight loss are surgical and physiological complications, and analysis of the device generally does no assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). Recorded as of december 2000, clinical study, 299 patients total)." Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...hiatal hernia.

Event description:
Health professional reported a pt experienced an alleged obstruction and inadequate weight loss with a lap-band device. At time of explant, the surgeon also noted a small hiatal hernia. The pt was having difficulty with foods and was eating high calorie meals. The pt never felt satisfied and was constantly hungry. The entire system was removed and replaced. There was no malfunction noted with the band. The doctor said the pt thought the band type was too large for restriction and the pt wanted a smaller one. It is unk at this time if the surgeon believes the hiatal hernia or the obstruction was device-related. Follow-up findings: a barium swallow was performed. The surgeon confirmed that no obstruction was found in the pt. The hernia was repaired at time of explant. The surgeon is "unsure if it was band related." Allergan has requested the serial number of the device but has been told by the reporter that it is unk at this time.